Event description:
The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) is out of electrical specification (missing pixels). Analysis also found the upper, case, lower case, and both bail covers are broken. Battery contacts are compressed and the keyboard is scratched. (B)(4).